Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned via telephone call from (B) (4) sales representative. The device history record (DHR) review was completed and there was no nonconformance found related to this event.. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was not returned for evaluation.

Event description:
Report was received by voicemail from (B) (4) sales rep, that a device was explanted either today or yesterday. Valve was implanted some time ago. Would like a callback (B) (4). Left vm with contact information. Also requested the following: need address to send biokit, surgeon's name and hospital contact information, operative report, and patient information. On 06/03/2010 per phonecon with sales rep, he will be contacting the hospital on 06/04/2010 and will email the information. Requested that we send the biokit to the hospital contact as this hospital is several hours distance from him. Telephone call from (B) (6) from dr (B) (6) office on (B) (6) 2010. The device is a 2800, 23mm. Explanted after an implant duration of 57.37 months due to unknown reasons. The surgeon would like to send the device to edwards for an evaluation. On 06/24/2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to aortic stenosis.

Manufacturer narrative:
Evaluation summary: heavy calcification is detected in the cusp area of leaflets 2 and 3, and in the free margin of leaflet 2. Minimal to moderate calcification is detected in the cusp area of leaflet 1. Calcification restricted mobility in the leaflets and led to stenosis. Two tears are detected at the free margins of leaflet 2 at commissure 2 and in the free margin of leaflet 3 at commissure 3. The tears measure to approximately 3mm. Minimal host tissue overgrowth encroached onto the tissue outflow and into the orifice by at the greatest point by approximately 3mm. Host tissue is moderate at the stent inflow and minimal to moderate at the stent outflow. The wireform is exposed at the inflow and the outflow aspect. The x-ray demonstrates calcification.

Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) were exhibiting a gradual drop in pacing impedance from 632 ohms to 345 ohms, and a drop in shock impedance from 57 ohms to 28 ohms. It is suspected that the rv lead insulation may be breached, as some noise has been reported, which led to several inappropriate shocks. Additional information indicates that a shock impedance measurement of 19 ohms, and a subsequent fault corresponding to shock delivery through a shorted lead, has occurred. No adverse patient effects have been reported as a result of these observations.